Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a balloon dilation procedure within the pulmonary artery through the femoral vein of a 1-year-old patient, the tip of the guidewire detached while the wire was withdrawn. A snare was used to removed the tip of the wire, after gripping the tip, resistance was felt and part of the snare wire detached and remained within the vessel. The procedure was completed with the tip of the wire and fragment of the snare left within the patient in the peripheral region of the lung. Physician does not consider remaining fragments to be life-threatening.